Manufacturer narrative:
Investigation pending.

Event description:
Customer reporting discrepant inratio result. On (B)(6) 2013: inratio: 1.50, lab: 2.50. One hour between two tests. Therapeutic range not provided.